Manufacturer narrative:
Additional information. It was initially reported that the device was returning for analysis; however, the device was disposed of at the user facility. No product was returned for evaluation. The report of pump stoppages was confirmed based on the evaluation of the submitted system controller log file. The log file captured several pump stoppages while the vad system was connected to the power module. Multiple low speed hazard alarms and driveline disconnects, as well as one low flow hazard alarm were also recorded during these pump stoppages. Based on our complaint history and similarly reported events, the events captured in the submitted log file could have been potentially consistent with a compromised wire in the patient's percutaneous lead; however, a root cause for the events could not be determined without an evaluation of the device. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 4 years and 8 months. The explanted pump is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that frequent pump stoppage events occurred. On (B)(6) 2017, ungrounded power module patient cables were provided to the patient. The patient was asymptomatic. On (B)(6) 2017, the patient''s pump was exchanged.